Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad buttons were found to be difficult to push and responded intermittently. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/19/2011 with the following findings: the keypad buttons were found to be difficult to push and responded intermittently. The keypad was removed and contamination was observed under the button contacts. (B)(6).